Manufacturer narrative:
The site has indicated that the sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the b-500 halo pt registry. This pt was prospectively enrolled with a 6cm non-dysplastic barrett's esophagus. After a secondary focal ablation, a stricture was observed. Two months later at pt's follow up, the physician decided to perform dilation on the structure. Per the physician, the severity of this event was mild and relationship of the event to the device procedure was probable. There was no device malfunction. No further info was provided.